Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to suspected atrial fibrillation (af) with aberration and approximately two months later, another inappropriate shock was delivered due to rapidly transmitted af. Technical services (ts) reviewed the device data and discussed the first episode shows a sudden and drastic qrs morphology change, which points more in the direction of ventricular tachycardia (vt) instead of af. However, the second episode does look like aberrant conduction from the atrium. It was advised to see the patient in-clinic to perform an exercise test to see if the aberrant conduction can be induced and create a template of that qrs complex. Another possibility could be to increase the conditional zone, knowing that this could lead to potentially under-detect vt. The s-ICD remains in service. No additional adverse patient effects were reported.